Event description:
It was reported the system displayed a precharge failure error message. This error will prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.